Event description:
It was reported to boston scientific corp on august 18, 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2008. According to the complainant, the locking lab of the right angle feeding tube was damaged 4 days after placement and was unable to lock. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.